Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to their clinic and experienced syncope. The patient was then admitted to the hospital for approximately a week. It was reported that the device outputs required reprogramming. A device replacement procedure was planned for a future date.